Event description:
Pt was experiencing shocking and decreased symptom relief. Dr (B)(6) took her to surgery to do a full system exchange and we discovered that both leads had pulled out of the muscle layer of her stomach. He replaced the system with two new leads and new battery. All impedances were within range and pt was not experiencing any more shocking in post op recovery.